Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging an inaccuracy issue with the onetouch ultramini meter. The complaint was classified based on the customer care advocate's (cca) documentation since the medical affairs specialist (mas) was unable to contact the patient to obtain additional info. The mas mailed a letter to the patient on nov 5, 2008, in an attempt to contact the patient for follow-up questioning. The patient stated that the alleged issue began on two days earlier at 5:47pm. During that time, the patient reportedly obtained a reading of "124mg/dl" on the subject meter, which according to the patient was "inaccurately high." The patient reportedly did not take any diabetic treatment actions following the reported issue. On the same day at 6:15pm, she reportedly experienced symptoms of "sweatiness and shakiness." It is not known whether the patient obtained any reading on the subject meter while experiencing the symptoms. The patient stated that she took food and/or beverage following the symptoms and reportedly felt better within 15 mins. The patient reportedly did not receive/require any other medical treatment for the diabetes. The patient was not tested on any other meter. During troubleshooting, the cca noted that the patient was obtaining blood samples from her fingers. The patient's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. The meter was set to the correct unit of measurement and the reported results were verified in the subject meter's memory. Replacement products were sent to the patient. Based on the info provided, this complaint is being reported as an adverse event since the patient reportedly experienced symptoms which could be suggestive of hypoglycemia after she reportedly obtained an "inaccurate high" reading of "124mg/dl" on the subject meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them, if either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.